Event description:
Reportedly, immediately following the implantation of the subject device, pacing failure was observed, the ventricular threshold was 3.25v/0.35ms and the lead impedance was above 3000ohms. X-ray of the device and associated lead did not reveal any abnormality; the physician suspected a connection problem or perforation by the lead tip. The physician indicated that there were no connection problems incurred during the implant procedure, and pacing and sensing were confirmed by ECG. The pocket was re-opened and proper lead connection was confirmed by a pull test. The lead was disconnected and measured with a psa; normal measurements were confirmed. The lead was reconnected and the device functioned normally. The physician decided to replace the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.